Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy of approximately 1 centimeter. After multiple attempts to register the patient, registration was passed. The patient scan being used was approximately 1 month old. The medtronic representative noted that the tracer pattern appeared to be deep and rotated when matched to the patient's anatomy. The inaccuracy was seen in all instruments. The surgeon opted to continue the surgery, with the knowledge of the inaccuracy, and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
01/02/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. Conducted training regarding tracer technique for nurses while on site. 01/02/2015 analysis of the registration photo determined that the tracer pattern did not include much defining anatomy and likely contributed to inaccuracy. 01/06/2015 a medtronic representative conducted axiem training at the site; 4 site staff were in attendance including a clinical supervisor. - no parts have been returned to manufacturer for analysis. - no further issues have been reported.